Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was in a diabetic coma for 36 hours and had to be hospitalized with blood glucose reading at 800 mg/dl. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The returned device was evaluated and found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high bg levels. An alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device.